Event description:
Cuff had detached from catheter and remained in patient. Additional procedure was needed to remove the cuff and was removed from the patient successfully.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains at the reporting facility. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.